Event description:
Hospital reported that during an knee athroscopy the pump overpressurized causing the patients leg to swell. No major injuries or complicaitons were reported, reduction of swelling within 24 hours.